Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was followed regularly by the physician. It was reported that during the past few weeks the patient had complained of left flank pain, and a CT revealed a retroperitoneal mass. A follow-up CT with biopsy revealed the mass to be an abscess with gas around the endograft inside the aaa cavity. The patient was found to have an aortoenteric fistula over the contralateral gate of the stent graft, which the physician believes was the source of the infection. The physician believes the stent graft may have contributed to the fistula. The patient was taken to surgery and an axillobifemoral bypass was performed to revascularize the lower extremities. The patient was then monitored overnight in the ICU. The next day the patient was returned to surgery to explant the infected stent grafts. Blood loss during the explant portion of the procedure was noted to be approximately 3500 ml. The bowel was also repaired, and the procedure was ended. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: infection, bleeding, conversion to open repair. Insufficient information; cause of the fistula likely leading to the infection is unknown. Conclusions: infection, bleeding, conversion to open repair. Insufficient information; cause of the fistula likely leading to the infection is unknown.